Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system error logs since many c-38 and m-11 errors along with c-38 and c-37 error occurring. Inspection during analysis process was able to replicate the reported event. The unit was tested on system and presented with m-11 error monopolar cut and coagulation activation. Bipolar energy was also weak, but no errors occurred. The erbe will be sent to original equipment manufacturer for further investigation. The complaint was confirmed and replicated by failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-38 and m-11. This error indicates a lower-than-expected current output, and internal sensor/cpu timeout.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted sigmoid colectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report c-38 errors on erbe. Tse guided customer through troubleshooting and switched monopolar settings to classic mode as a temporary workaround. Surgeon stated that the energy level was too low. The customer elected to incorporate a force triad to proceed with the procedure. The procedure was completed with no reported injury.